Manufacturer narrative:
A ge service rep performed an on site investigation. The camera was evaluated and replaced. The image intensifier power supply was evaluated and readjusted. The system was tested, found to be working as intended and returned to service.

Event description:
The fe reported the live image was out of focus and not usable. This will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with this event.